Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programing changes were made. The patient was in stable condition.